Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a pump temperature issue after the pump was exposed to salt water. The reporter indicated that there was evidence of moisture and/or corrosion in the pump related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/07/2015 with the following findings:. There was no activity related to the complaint found in the pump history or black box. The pump was found to power on appropriately during testing. The pump display screen was noted to be blank during investigation. Full testing of the pump related to the complaint was unable to be completed due to the blank display screen. A leak test found that the display lens was leaking. The pump was opened and found moisture damage inside the pump on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).